Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed the load cell characterization check. The root cause of the observed failure was a defective load cell. The autopulse platform passed the preliminary functional test without any fault or error. However, the load cell characterization check failed due to a defective load cell. The load cell will be replaced to address the observed failure. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on february 11, 2026, the autopulse platform (sn (B)(6)) failed load cell characterization check. No patient involvement.